Manufacturer narrative:
Date of post-operative allergic reaction development is unknown. This report is for one (1) unknown plate. Part and lot number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted initially on (B)(6) 2016 with screws and a plate. Postoperatively on an unknown date the patient got an allergic reaction related to chromium and nickel. No further information about patient status. This report is for one (1) unknown plate. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a surgery due to a fracture and synthes devices were implanted.